Event description:
It was reported that when an asymptomatic patient presented in operating room for a device change out due to eri, externalized conductors were observed. The lead was capped and replaced. Patient condition was fine after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.